Event description:
The consumer was bending down to pick a paper towel off the floor when the cane allegedly "gave way" causing them to fall and hit their head on a bakers rack. Consumer was allegedly hosp for unspecified head injury.